Manufacturer narrative:
Date of event: unknown. PMA / 510(k) #: exempt. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was not observed.

Event description:
It was reported that bd p100 blood collection system for plasma protein preservation had its stopper move when beginning to draw sample. No report of medical intervention or serious injury.